Event description:
The procedure was coil embolization of type ii endoleak that originated from internal iliac artery to distal branches. The characteristic of the vessel was moderately calcified and heavily tortuous. Access was obtained from femoral artery. During the procedure, while advancing a deltapaq ((B)(4), complaint product) in an unspecified progreat (terumo, type unknown), there was severe resistance around 20 cm from the distal end of the microcatheter. The physician could not push the coil any further. Therefore, both the deltapaq and the microcatheter were safely removed from the patient as a unit. The procedure was continued using a new deltapaq (lot unknown) and a new unspecified microcatheter. Afterwards, the procedure was successfully completed with no further issues. There was no patient injury/complications reported. Prior to the complaint product, one deltapaq ((B)(4), lot unknown) was placed in the target lesion without any further issues. It is unknown how many coils were successfully placed after that. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the target lesion or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
With the review of additional information the potential for injury associated with the reported event is remote; therefore, this does not meet the requirements for a reportable event. Additionally, no further reports will be forthcoming for this medwatch report.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.